Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator (scs) caused pain in the back and difficulty walking. The patient experienced electrical pulses throughout the body. The device was scheduled for removal due to these issues. Troubleshooting efforts did not resolve the problem. The patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back escalated and mentioned they had been trying to return equipment and their implant back to medtronic. Agent reached out to supervisor to double check the process. Agent also realized that repair was not currently accepting donations for the vanta equipment, so agent made an outbound call and left a voicemail that patient did not need to return any of their external equipment, and to call their hcp so that their hcp could help send the explanted implant back to lab. Patient mentioned previous information in this case that they fractured 12 vertebrae in their spine and dislocated their spine and needed to have back surgery. Implant was removed during christmas. Patient mentioned they were hurting from the implant. Agent left a voicemail for patient to call back. Implant was sterilized in a zip loc inside a plastic bag and had never been opened. Agent closed case. Agent made another outbound call and reviewed during voicemail that patient did not need to return any equipment back to medtronic, and to reach out to their hcp to send the implant back to lab, and to call back if they needed more information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient repeated previously documented information about their fall, vertebral fractures, and removal of the ins. Patient said they never received the box and return label that was previously requested. Patient mentioned they also received a letter (agent understood from MDR) that they will send back in the box with the devices. Patient mentioned they had loved the ins while it was functional and may want to go forward with getting another in the future after they heal further, but they aren't ready for that right now. Patient's hcp plans to try to burn some of their nerves to help manage their current pain symptoms. Patient mentioned having pain from their left hip down to their toes. Agent closed case.